Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the product leaks at the bottom of the bag, water based.

Manufacturer narrative:
H 3 evaluation summary: the device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and quality documentation. One used sample was received at the manufacturing site for evaluation. Visual and functional inspection was performed, and it was found to be leaking between the bag and the tubing line. The root cause was found related to the manufacturing process. No formal investigation action is being taken at this time because there is no trend. This complaint will be used for tracking and trending purposes.